Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure for an aortoiliac aneurysm. The patient was treated with a gore®excluder®conformable aaa endoprosthesis device and a gore®excluder®aaa endoprosthesis device in the right common and external iliac arteries. The gore® devices were successfully deployed. The procedure was completed without any issues. The patient tolerated the procedure and was discharged home on (B)(6) 2025. Pre- treatment cta on (B)(6) 2025 showed that the maximum diameter of a right common iliac artery was 55mm. Minimum diameter of a right common iliac artery was 23 mm. On (B)(6) 2025, gore follow up imaging revealed a type ii endoleak from lumbar arteries. Additionally, an endoleak indeterminate type was noted. On (B)(6) 2025, gore follow up imaging revealed a type ii endoleak from lumbar arteries. No other adverse events have been noticed. The site confirmed gore imaging findings and the physician stated that they are preparing to fix the endoleaks (type ii and indeterminate) most likely in december. Additionally, according to the site, the aneurysm enlarged from (B)(6) from 52mm to 56mm. The physician is monitoring the patient.

Manufacturer narrative:
H6. Code c19: a review of the manufacturing records of the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28 was used to cover that the physician is monitoring the patient and is planning to do a reintervention in (B)(6) 2025. Also was used a gore® excluder® aaa endoprosthesis (plc201000/(B)(6) and this device was reported separately. The cause of the endoleak indeterminate type remains unknown; however, it was reported that the aneurysm enlarged from (B)(6) 2025 from 52mm to 56mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.